Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and unknown right atrial (ra) and right ventricular (rv) leads exhibited noise on the ra and rv channels. The noise on the rv channel was oversensed and resulted in pacing inhibition of approximately two seconds. The noise on the ra channel was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. There was also oversensing on the ra channel of rv signals, and rv oversensing of ra signals. There were also episodes of pacemaker mediated tachycardia (pmt) noted. The device was reprogrammed, and it was noted the patient also had atrial fibrillation (af). The patient had a minor stroke, which was not related to the device. No further actions or interventions were planned or performed. The patient was to follow up with neurology, as they were not being medicated for the af. The device remains in service.